Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power on the insulin pump. Customer stated the issue occurred despite having a fully charged battery. The customer stated they did not receive a low battery alert prior to the no off power alert. The customer also reported frequent battery changes with the insulin pump. Customer stated they did not drop or bump the insulin pump. The customer also reported a failed battery test alarm occurring. The customer stated a no delivery alarm also occurred on the insulin pump. The customer stated the alarm was resolved by an infusion set change. The customer was unable to complete troubleshooting at the time of the call. Customer's blood glucose was 150 mg/dl. The customer declined to return the insulin pump for analysis.